Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that oversensing on the right ventricular (rv) lead was observed. Based on medical judgment, the rv lead remains in use. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.